Event description:
It was reported that during a da vinci-assisted surgical procedure, the insufflator is not working. There is a message saying to restart the system to enable insufflation and the insufflator itself has no indication of having power. Technical support engineer (tse) walked caller through a hard power cycle on the tower with no change. Customer is going to connect a third-party insufflator to proceed as planned. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient involved in this as we noticed the problem before we started the case. The insufflation machine wouldn't turn on at all even after restarting the system. There was no patient involved in this as we noticed the problem before we started the case. The insufflation machine wouldn't turn on at all even after restarting the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the insufflator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good system and was not able to boot up. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi followed up with the initial reporter and obtained the following additional information: there was no patient involved in this as we noticed the problem before we started the case. The insufflation machine wouldn't turn on at all even after restarting the system.